Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw934 cosycot infant warmer was not returned for investigation. Our investigation is based on the photographs provided by the hospital biomedical engineer and our knowledge of the product. Results: visual inspection of the provided photographs revealed cracked lines on the side of the upper case of the head warmer assembly. Plastic chipping and delamination of the outer shell plastic was also evident on the bottom edge of the upper case. A lot check revealed no other complaints of this nature for the lot number provided. The subject infant warmer was manufactured in 2007 and is thus approximately a nine year old unit. At this age it is reasonable to expect wear and tear. Conclusion: it is likely that the physical damage to the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. In october 2008 we revised our cleaning instructions to recommend specific proprietary cleaning wipes. The healthcare facility was sent a replacement upper head case and the subject warmer head is currently being repaired by the facility and will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that an iw934 cosycot infant warmer had a cracked head. No patient consequence was reported.